Manufacturer narrative:
Additional information: the study took place from 2010 to 2014. The devices were not returned and the lot numbers are unknown; therefore a physical investigation or lot history review could not be performed. However, product release at cardinal health is contingent upon the successful completion of lot release testing. Based on the reported information, the root cause of the reported event could not be conclusively determined; however, it was reported that the device in some cases was used for brachial closure, venous closure, and in conjunction with an 8f procedural sheath. Additionally, all patients were considered high bleeding risk with an average act of 250-350 seconds. It should be noted that per the instructions for use (IFU) at the time of this study, all mynx product family of devices were indicated for femoral arterial closure only (not brachial or venous) following a diagnostic or interventional endovascular procedures utilizing a 5f, 6f or 7f procedural sheath (not 8f). Additionally, high risk patients that have been anticoagulated and have a high act may be at higher risk for bleeding, preventing immediate hemostasis to be achieved. Should additional relevant information become available, a supplemental report will be submitted. Citation: adiraju, r., et. Al, (2015, may 5). Extra vascular access closure in anti-coagulated patients under going percutaneous interventions. [Abstract]. Journal of the american college of cardiology. Conference: 20th cardiovascular summit, 65(17suppl.1): pp s48.

Event description:
During a 4 year study in which high risk bleeding patients were identified for extravascular access closure using the mynx vascular closure device, there were 18 device failures out of 414 cases. The mynx was selected for patients that had been anti-coagulated following a following percutaneous vascular interventional procedure using both femoral and brachial (9 patients) access. Of those patients, venous access was obtained in 18 patients. It was not reported how hemostasis was achieved or if medical intervention was given. Patient outcome was not reported. Additional information was requested, but is not available at this time.

Manufacturer narrative:
Adverse event and/or product problem: is being updated to include adverse event. Outcomes attributed to adverse events: is being updated to include required intervention to prevent permanent impairment/damage (devices). Describe event or problem: is being updated with new information received. Other relevant history: is being updated to include new information. Concomitant medical products: is being updated to include new information. Initial reporter: is being updated to include email. Type of reportable event: is being updated from malfunction to serious injury. Evaluation codes: is being updated to include (B)(4).

Event description:
The following additional information was received: there were no multiple sheath exchanges in most cases. In cases where large french (fr) sheaths such as the 10-14 fr were used, the user down-sized to 8 fr prior to access closure. Device failure was commonly due to balloon rupture in calcified vessels. A femostop was used to achieve hemostasis. No surgical intervention was required. The patients were discharged home with no long term consequences.